Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not restart after a downstream occlusion. The issue happened during annual preventive maintenance (pm) when the customer was doing the downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, will not restart after a down stream occlusion, could not be investigated due to a constant, false "downstream occlusion!" Alarm. The evaluator found that the pump did not auto-restart after clearing a downstream occlusion from the line due to a false, constant "downstream occlusion!" Alarm. It was determined that the cause of the false downstream occlusion alarm was a failed force sensor and the force sensor requires replacement. The event history log (ehl) review was performed and revealed that the customer experienced multiple "downstream occlusion!" Alarms. There are three events of "downstream occlusion!" That are not followed by a "pump run - auto-restart" message. The pump will not auto-restart if the occlusion is not cleared, if the pump is powered off, if the door is opened, or in the case of a subsequent alarm. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.